Event description:
A male with difficult arteries but no major calcium or plaque at the site of entry, underwent a procedure in 2009. The needle of an .018 wire guide and the exchange to the .035 wire guide was fine. When the physician went to take out the actual micropuncture sheath, only half of the sheath came out of the pt. The physicians proceeded to do a cut down to see if it was lodged in the track of the pt, but it was no where to be found. Since they had initially stuck the left side of the pt, the physician then scrubbed the other side to be able to go in and lasso the missing piece from the right side (a contralateral approach). The missing part of the sheath was found still on the .035 wire guide. The physician lassoed the wire guide and pulled it out of the right side of the pt (so the .035 wire guide was entering the left side of the pt and coming out of the right). The physician continued pulling the wire guide out until the sheath came out. There were no adverse effects to the pt.

Manufacturer narrative:
The product was received in a used and contaminated condition. The outer catheter was found to be separated approximately 4cm distal of the hub. Sampling inspection of product tensile is performed at incoming inspection. Each product is 100% verified to ensure that the catheter surface is smooth, clean, and free of excessive kinks and foreign debris prior to shipping. At this time, there is no evidence the device was not manufactured according to specifications. We are unable to determine the exact cause of the sheath separation. However, we have notified the appropriate individuals and we will continue to monitor for similar events.